Manufacturer narrative:
Event description: still under investigation.

Event description:
The line popped under the skin. Assuming this means broke. Used other 2 ports to treat the patient and capped the 3rd lumen off. No further procedure was needed as they used the other 2 lumens. A section of the device did not remain inside the patient's body. The patient did not require additional procedures nor experience any adverse effects due to this occurence.

Manufacturer narrative:
A review of complaint history, instructions for use (IFU), and quality control were conducted during the investigation. This product is shipped with an instructions for use, which states warnings, precautions and instructions for use we are inconclusive as to why this failure mode occurred. There is no evidence to suggest that the product was not manufactured to specifications. The most likely severity ranges from low impact to minor harm, which is what resulted in this case. Quality engineering risk assessment was used to assess the risk of this complaint. No further risk reduction is required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.